Event description:
It was reported during an in clinic follow up that the pacemaker failed to be interrogated with either radiofrequency or induction based telemetry. The pacemaker was explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. As received, telemetry communication was not available, and device output was normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.